Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with multiple brady and pause episodes. Upon interrogation the implantable cardiac monitor exhibited undersensing. Programming changes were made.

Event description:
New information states that the patient presented again with false pause episodes due to undersensing. Programming changes were made.